Event description:
It was reported that the pump time was often incorrect, cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.